Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Bd medical services received the following via phone call: doctor states he just placed a powerpicc in a patient. Doctor states he trimmed the catheter while the wire was still in. When he removed the wire, it was still 50cm in length so no wire was left in the patient however it appears some of a coating was shaved off and is inside the catheter in the patient. Doctor is asking for the material of the coating or if we know how floppy it is to know if he would be able to remove it with a snare. Bd medical services responded "informed doctor the powerpicc kit contains a flexura nitinol guidewire. The material is nitinol and is not coated. Informed doctor unsure what "coating" would have came off or if the wire itself was shaved off. Informed doctor we have no information regarding a potential shaving of the guidewire in a patient and removing it or if he should replace the entire catheter. How to proceed is a clinical decision. Additional information 3/19 during follow up phone call with customer: ¿"fixed the problem: 2 comments has stifler wiring. Forgot to pull the wire back before cutting, cutting the outer sheath off of it. The wire too short to act as lead wire. Advanced stifller wire to insert catheter and caught distal end of end and sheath broke off. Surgeon removed the end of the sheath." Catheter was flushed prior to removing the stylet. No adverse effects to the patient.